Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Based on the reported information and the product investigation, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperative.  While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women.  Pain is a known complication associated with this type of procedure and is referenced in the current IFU.  Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported via mw5083330 that a female patient underwent a breast surgery with two 350cc mentor memorygel breast implants and suffered several unexplained systemic symptoms, including breast pain, back pain, shoulder pain, and anisomastia. The root cause of the patient¿s symptoms is unclear. Also, the patient reported that the devices migrated out of places. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the reported prostheses.